Event description:
Reporter alleged obtaining discrepant blood glucose results of 180 mg/dl back to back with a result of 390 mg/dl when testing was performed on the advantage system. No specific timeframe between tests could be provided other than the reference to back to back testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.